Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level was above 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and did not require third-party assistance. Ultimately, the customer reverted to an alternate method of insulin therapy.